Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-ipg-r; upn: m365sc11600; model: m365sc11600; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient was experiencing loss of stimulation due lead was placed upside down. The patient underwent a revision procedure wherein the ipg and lead were replaced and was doing well postoperatively. The explanted device components were retained by the medical facility and will not be returned.